Event description:
It was reported that the patient was experiencing fatigue related to bradycardia due to a fractured right ventricular (rv) lead. The lead was oversensing, had high impedance, and could not pace at maximum output. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: adsr01 implantable pulse generator, (B)(6) 2007. (B)(4).